Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of over 300 mg/dl. Customer also reported that the insulin pump received hardware low level failure alarm occurred during self test and insulin pump was not working. Customer treated with intravenous injection. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was performed self test and the test passed. The insulin pump will not be returned for analysis.